Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. Customer¿s blood glucose level was 467 mg/dl and treated with bolus using insulin pump. Customer stated that the insulin pump getting no delivery alarm and battery cap not locking in battery compartment correctly. Customer did not want to go troubleshooting for no delivery. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08740 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device uploaded properly using carelink. No cosmetic damage noted. No damage noted on the battery compartment. No damage noted on the original battery cap. No anomaly noted when installing or removing the original battery cap. The test p-cap and reservoir does lock in place in the reservoir compartment.